Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that the issue occurred when dispensing medication. There was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty latch. The field service engineer conducted cleaned and greased of latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.